Manufacturer narrative:
An event regarding crack/fracture involving an impactor was reported. The event was confirmed through the material analysis report. Method & results: -device evaluation and results: device evaluation was performed as part of the material analysis report (mar), date 02 feb 2018. {...}visual inspection: {...} the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The impactors were analyzed under a scanning electron microscope (sem) for further evaluation.{...}. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Material analysis a material analysis has been performed. The report concluded: {...} the impactors fractured due to a fatigue initiated crack at multiple locations. The cracks propagating and the final fracture occurred in an overload manner. Eds showed the impactors are consistent with 17-4 ph ss alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. {...} -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been 2 other similar events for the reported lot. Conclusion: the investigation concluded that {...} the impactors fractured due to a fatigue initiated crack at multiple locations. The cracks propagating and the final fracture occurred in an overload manner. Eds showed the impactors are consistent with 17-4 ph ss alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. {...} no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Curved cup impactor broke during tap in the socket. Replacement was available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. There have been (B)(4) other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Curved cup impactor broke during tap in the socket. Replacement was available.